Event description:
Reported via journal article. It was reported that persistent hypotension occurred. Following deployment of a carotid stent, post dilation was required using an ultrasoft balloon catheter or another non-bsc balloon catheter. Transient hemodynamic alterations such as hypotension and bradycardia were observed in some patients during and/or after balloon inflation. Transient bradycardia was resolved by encouraging coughing in all patients. Hypotension persisted in four patients after the procedure and lasted 24 hours. Three of the patients recovered after massive hydration therapy, but one needed an additional IV dopamine infusion.

Manufacturer narrative:
Literature citation: son, seungnam, et. Al. "Carotid artery stenting in patients with near occlusion: a single-center experience and comparison with recent studies"; clinical neurology and neurosurgery 115 (2013) 1976-1981. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc ID: (B)(4).